Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included arteriotomy locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly was found fully mated and kinked at the blood inlet holes. No other damage or issues were identified. The sheath and locator assembly was found fully mated and kinked at the blood inlet holes. The complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
Terumo received the following reported information: the 6 french angio-seal sheath and dilator could not enter into the common femoral artery (cfa). A 6 french sheath was used for the intervention. The anatomy was not tortuous, larger than 5mm cfa, and no calcium. A perclose was used after attempted use of the angio-seal and nothing worked. The patient ended up having a pseudoaneurysm; however, the patient left unharmed. The estimated blood loss was less than 250cc. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed. There were not any issues with insertion, deployment, or withdrawal of the device. Since the perclose did not work manual pressure was held. The patient was stable.